Event description:
Surgeon performing turp using gyrus superpulse system. After using the electrode approx 1 hour to 1 hour 20 minutes with periods of flushing the bladder between the uses, surgeon "saw and noticed smoke". Areas of burn were found on the electrode, cord which were removed from service.